Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n 534404, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 600mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy. It was reported that the patient experienced withdrawal. Starting on (B)(6) 2015, the patient had an episode of vomiting, followed by inability to eat. The pt (physical therapist) noticed she had more tone than what was typical for her. She had more vomiting and sweating through the day and her spasms progressively got worse. The patient went to the ER (emergency room) and films were taken but the issue was not identifiable on x-ray. The pump reservoir was accessed; 30cc was expected and 32cc was removed and then replaced back into the reservoir. On (B)(6) 2015, exploratory surgery took place. The catheter in the spinal pocket appeared "taught" to the physician and lacked the typical coil of catheter that he leaves in the spinal pocket. The catheter was freed from the tissue, disconnected from the pump and there was spinal fluid coming from the catheter. It was decided by the physician that the catheter would be replaced. It was unknown what caused the event. The issue resolved and the patient status was alive - no injury. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the cause of the catheter being taut and the missing coil in the spinal pocket was not identified or determined.